Event description:
The complainant reported a (B)(6) female patient presenting with an acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. During support, an access site bleed developed around the repositioning sheath that prompted 2 units of blood product delivered.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.